Manufacturer narrative:
The complaint investigation for false non-reactive results for samples from one patient tested with the alinity I syphilis tp assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, inhouse testing of retained kits with the complaint lot number and inhouse testing of the customer return samples. Trending review determined no trends identified for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. A retained reagent kit of the complaint lot 21055be01 was tested in a sensitivity setup. All specifications were met, and no false reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. A retained reagent kit of reagent lot 18327be00 was tested in a sensitivity setup. All specifications were met, and no false reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Results obtained by the customer were reproduced by inhouse testing of the return samples using lot 18327be00. The returned specimen samples were tested with the following results: ID: 1208-1 alinity I syphilis tp: 0.66 s/co (non-reactive) recomline treponema igm: borderline recomline treponema igg: negative ID: 1208-2 alinity I syphilis tp: 0.53 s/co (non-reactive) recomline treponema igm: borderline recomline treponema igg: negative ID: 1215 alinity I syphilis tp: 0.58 s/co (non-reactive) recomline treponema igm: negative recomline treponema igg: negative labeling was reviewed and adequately addresses issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot(s) were identified.d9 - device available for eval: initial: yes / updated: no d9 - date returned to mfg: initial: 2021-05-17 / updated: ni

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 07p60-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for a (B)(4) year old male diagnosed with (B)(6). The following data was provided on 08may2021 (reference range: < 1.00 s/co = nonreactive, >/= 1.00 s/co = reactive): initial result = (B)(6); repeat using colloidal gold standard method = weak positive. The customer stated that the patient has tested (B)(6) at another hospital site. The customer retested the patient sample with the tppa and trust method, as well as rerunning the sample on another alinity I analyzer. The following results were obtained: other alinity I analyzer generated a result of (B)(6); the tppa test generated a (B)(6) result and trust (tolulized red unheated serum test) generated a weak (B)(6) result. On (B)(6) 2021, a new blood sample was drawn from the patient and generated a result of (B)(6). On (B)(6) 2021, a new blood sample generated a syphilis result of (B)(6) and repeat result of (B)(6). The tppa generated a (B)(6) result and the trust generated a (B)(6) result. On (B)(6) 2021, the patient tested (B)(6) on the laboratory¿s roche platform and the tppa test generated a (B)(6) result. There was no impact to patient management reported.